Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d, implanted: (B)(6) 2018; 419688 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection which resulted in organ failure and death. The source of the infection was requested and not available.